Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified low values with a horizontal trend arrow when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer obtained an unspecified low scan and experienced symptoms of shakiness, blurred vision, and "stomach problems," and had contact with an hcp. An unspecified lab blood glucose was reported and the customer was treated with insulin, lantis (dose unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.